Event description:
It was reported by service report that the pt right load wheel horn cracked through at the lead wheel axel bolt. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Caster horn.